Manufacturer narrative:
The product has not been received for evaluation and a f/u report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's display was cracked and unreadable. Complainant indicated that there was no patient involvement in the reported malfunction.